Event description:
Patient presented with pain and erythema over the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with pain. Physician prescribed pain medication.